Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure in order to treat pelvic organ prolapse and urinary incontinence and mesh was implanted along with concurrent procedures of laparoscopic assisted vaginal hysterectomy, bilateral salpingo-oophorectomy, sacrospinous vault suspension, and perineoplasty. It was reported that following insertion of the mesh the patient experienced chronic pelvic and vaginal area pain, excruciating abdominal pain, worsening urinary incontinence, kidney failure, excruciating pain during intercourse, pelvic inflammation and pressure, fecal incontinence and constant vaginal bleeding. It was reported that patient underwent mesh revision and removal on (B)(6) 2011 and on (B)(6) 2012 underwent revision and bladder lift and a boston scientific obtryx was implanted. (B)(4).